Event description:
Customer reported difficulty with the pump's wake button, which required multiple presses to activate the screen. No adverse impact on the customer's blood glucose level was reported. The customer continued to use current pump.